Event description:
It was reported "the customer had difficulty advancing the wire which led to a unsuccessful insertion. "The catheter tip broke off and the patient had to be send to surgery to have removed".

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.